Event description:
Report rec'd of an underdelivery. The pump was received in the supply processing distribution department with a note which indicated that the pump was programmed to deliver an unspecified solution at a rate of 150ml/hr. In five hours the pump reportedly delivered 550ml and not the expected 750ml. There was no tracking info available (location, nurse, or pt). Though requested, there was no further info available.